Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse programmed in standalone and system showed updated, however error 35 persisted. Fse programmed all carts together and no errors displayed. Fse performed system preventative maintenance afterwards. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 35 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue was resolved by reprogramming all carts together.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) that a software update had failed. The system was stuck like this over the weekend according to the caller. The system was attempted to be hard power cycled however; the system faulted with a non-recoverable error 35. The procedure was aborted with no patient involvement.